Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
UDI no: b)(4). The product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trends.

Event description:
It was reported that a revision surgery was performed to remove the femoral component that had jumped the post.